Event description:
Patient reported "these implants were recalled", "lymph node swelling", and "breast pain". The following reported events have been deemed not related to the device: "chronic joint pain", "migraines and headaches", "anemia", and "heavy night sweats". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "lymph node swelling."